Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right limb artery. The 100% stenosed, chronic total occlusion target lesion was located in a moderately tortuous and severely calcified left anterior tibial artery (ata). A 2.5mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. However, on the first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).